Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-12131. It was reported the patient is not experiencing effective pain relief from her scs system. The patient has been reprogrammed multiple time and has stimulation in her established pain patter. However, it does not relieve her pain. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.